Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a cervical spine procedure. It was reported that the surgeon never felt accurate. The first spin transferred over without issue, but showed 4-5 mm inaccurate superior/inferior. The account took another spin and the image was still inaccurate. The representative stated all the instruments were inaccurate and mentioned that the reference frame did not move. The surgeon decided to abort imaging and navigation. There was a less than 1-hour delay to the procedure and no impact on patient outcome.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.